Manufacturer narrative:
On 12/26/2010, the customer changed the tg setpoint to 217.36mg/dl, which was the correct setpoint. On 12/27/2010, the customer ran a calibration with the correct tg setpoint, but failed due to back-to-back error (imprecision). Later on the day, the customer ran a calibration again and was successful. The customer indicates they did not change the setpoint or reload the calibrator diskette between the two calibrations on 12/27/2010. On (B)(6) 2011, the customer noticed the wrong setpoint had been in use since 12/27/2010, and changed it back to 217.3 mg/dl. Service was not dispatched for this event. The root cause for this event was incorrect calibrator setpoint for tg. However, the root cause for the incorrect setpoint being in the system is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a falsely high triglyceride (tg) result for one (1) patient that was reported out of the laboratory, generated by the unicel dxc 600 synchron chemistry analyzer. The patient was redrawn and retested that yielded lower results. An amended report was issued. The customer received no reports of affects to patient treatment. This reportable event captures additional information for the reported event described in MDR 2050012-2011-01892.